Event description:
During the first retrieval attempt, the retriever stretched and deformed but no thrombus was retrieved and the vessel was not recannalized. During the second retrieval attempt using the same retriever device, the physician experienced difficulty positioning the microcatheter just proximal to the retriever loops possibly due to a kink in the core wire. Upon retraction, the retriever fractured resulting in a detachment of the distal tip. The physician stated that he did not manipulate the retriever more severely than in other cases but he was not sure how accurate he was in counting rotations. The physician attempted to retrieve the detached distal tip using a microvena microsnare and then a balloon but was unsuccessful. The detatched distal tip was left in the occlusion. No patient injury/adverse clinical sequelae occurred that was directly related to the retriever tip fracture or attempts to retrieve the detached distal tip.